Event description:
On 09/21/1999 the account reported positive testpack rsv results and the patient was treated with riboviran and respogam. Polymerase chain reaction, culture, direct fluorescent antibody 2x (by two different methods), and directogen were all negative. Further information from the account stated that a bone marrow transplant was postponed due to the false positive testpack rsv results. No report of injury.